Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.0/1.5/088 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens returned in a microcentrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4).